Manufacturer narrative:
A ge service representative performed an on site investigation. Parts have been ordered.

Event description:
The customer reported the system displayed a communication error code message. No report of pt injury.